Manufacturer narrative:
Additional information was received from the gehc service representative who performed a checkout of the equipment and confirmed the seal on the reusable soda lime canister's water trap leaked. The seal was replaced, and the unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.